Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 200 mg/dl. No significant events leading to the alarm were observed. The customer stated, however, that the device had been dropped a long time ago and had cracks in it due to an unknown cause. She observed 3 cracks: one in the case of the screen, one in the top right side of the case on the screen, and the third at the left bottom of the case on the screen. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked display window and cracked battery tube threads.